Event description:
It was reported the pt was unable to adjust the stimulation. The patient reported had or will have surgery to fix the issue. The pt also indicated they had their "programmer" replaced. The patient is no longer having problems with the system. Additional info has been requested, a follow-up report will be submitted if additional info become available.